Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The delivery pusher was received for evaluation. The implant was not received. The delivery pusher was found mangled and tangled; the heater coil was damaged, and the body coil of the pusher was stretched. The pusher was successfully untangled. The attachment monofilament within the pusher was dissected and the tip was found stretched. The monofilament rebound length was 0.0117". The reported complaint is confirmed. Only the pusher was returned for investigation, and the physical evaluation of the pusher found it to be severely tangled. It is likely that this damage occurred post-procedure, as the device would be unusable in this state. Further evaluation of the attachment area found the heater coil to not be burnt and the monofilament tip was stretched; these conditions support the complaint description and are the result of the device experiencing forces over specification. The investigation could not confirm the circumstances that led to these conditions, but it is consistent with the implant becoming stuck during manipulation and retraction forces over specification being applied to the device. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that coil embolization treatment was performed for an ic-pc aneurysm. An atlas stent had been previously implanted in the parent artery at the aneurysm site. A double catheter technique was used to deliver two coils. During placement of the second coil in the aneurysm, a coil loop went through the atlas stent struts into the parent artery. The coil was pushed into and pulled from the aneurysm a few times and the coil became stuck with 2cm of the implant coil extending into the parent artery. After further manipulation of the coil and catheter, the end of the implant coil became stretched and broke at the detachment zone. A stent was implanted to pin the 2cm length of coil to the vessel wall. A guide wire was inserted into the microcatheter to prevent the coil from stretching beyond 2cm, however, it got stuck in the microcatheter. As the microcatheter was withdrawn, it was noted that the end of the detached coil trapped by the stent had stretched out further to the level of the celiac trunk. The patient was reported to be "in serious health condition but is now in remission."

Manufacturer narrative:
Additional information: eight fluoroscopic images were provided by the customer, which were reviewed by microvention's product safety physician. The images confirmed the presence of a detached, stretched coil extending from the coil mass, consistent with the reported complaint. Additional information: the patient is continuously being administered dual antiplatelet therapy. The patient is currently stable and there are no reported adverse clinical sequelae.